Event description:
It was reported the pt's catheter was recently revised secondary to a tear. No dates or symptoms were provided. The drug used in the pump is lioresal 2000 mcg/ml at a dose of 836 mcg/day. The pt's current outcome was reported as: no injury. See also MFR report # 3004209178200901675.